Manufacturer narrative:
This report is submitted on october 16, 2022.

Event description:
Per the clinic, the patient was placed under general anesthesia on september 15, 2022, in order to perform an integrity test. The implanted device remains.